Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 3 years post implant of a 26mm sapien 3 ultra transcatheter valve in the aortic position, the valve had at least moderate paravalvular leak (pvl). At time of implant and for the first two years after implant, there was no pvl. The patient began experiencing heart failure symptoms and shortness of breath due to the pvl. The patient's valve was successfully post dilated with an additional 2cc's added to a 26mm commander delivery system and the patient no longer had pvl.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the pvl is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.